Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results from the meter memory. The customer's expected fasting blood glucose test result range is 89 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 275 mg/dl and 265 mg/dl using truemetrix go meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: concerned with all results.